Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 36-year-old female patient who had essure (ess205) (batch no. 62167) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia and dysmenorrhea. Previously administered products included for to prevent pregnancy: lo loestrin from 2002 to 2005. Concurrent conditions included obesity, psoriasis, weight gain, visual disturbance, depression, meniscus tear of knee (right knee lateral meniscus tear, bucket-handle type, possible medial meniscus tear), back pain, irregular menstrual cycle and hot flashes. Concomitant products included drospirenone + ethinylestradiol (yaz) from february 2007 to march 2007 for contraception as well as meloxicam (mobic) and paroxetine hydrochloride (paxil). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced urticaria ("hives"), depression ("depression") and anxiety ("anxiety"). In 2013, the patient experienced hypertension ("hypertension"). In 2014, the patient experienced nausea ("nausea"), cholecystectomy ("cholecystectomy"), impaired gastric emptying ("gastroparesis"), gastrooesophageal reflux disease ("gastroesophageal reflux disease") and diverticulum ("diverticulosis"). In 2014, the patient underwent nausea ("nausea"), cholecystectomy ("cholecystectomy"), impaired gastric emptying ("gastroparesis"), gastrooesophageal reflux disease ("gastroesophageal reflux disease") and diverticulum ("diverticulosis"). On (B)(6) 2017, 10 years 4 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal area pain"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), adenomyosis ("adenomyosis") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bi lateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved, the menstrual disorder, menorrhagia, vaginal haemorrhage, urticaria, urinary tract infection, depression, anxiety, migraine, headache, hypertension, nausea, vaginal discharge, cholecystectomy, impaired gastric emptying, gastrooesophageal reflux disease, diverticulum, adenomyosis, uterine leiomyoma and back pain outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, adenomyosis, anxiety, back pain, cholecystectomy, depression, diverticulum, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, headache, hypertension, impaired gastric emptying, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2017, she reported of feeling, not being able to fully empty bladder. Really tried all the time, night sweats, and dull/stabbing pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on 21-feb-2007: total bilateral occlusion; in may 2007: essure device was successfully occluded ultrasound scan vagina - on 21-feb-2007: total bilateral occlusion on 23-mar-2010, CT scan of the abdomen and pelvis revealed abdomen: probable mid hepatic steatosis. No focal liver lesions. Spleen normal in size. No adrenal masses. No retroperitoneal adenopathy. Normal appendix. A few small mesenteric lymph nodes not felt to be significant. Small probable cysts right kidney. Ole lesion seen in the medial aspect of the right kidney is too small definitely characterize. This measures 6 mm in size. Small solid renal mass rot excluded. No evidence of obstruction the kidneys. Loops of bowel all non dilated without evidence of obstruction. Pelvis: no free fluid in the pelvis. Bladder grossly remarkable. The appear to be occluding coils in the fallopian tubes bilaterally. Tiny follicles in the ovaries. Years grossly remarkable. (Current weight: 205 lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming pelvic pain, fibroids, dyspareunia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 26-year-old female patient who had essure (ess205) (batch no. 62167) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia and dysmenorrhea. Previously administered products included for to prevent pregnancy: lo loestrin from 2002 to 2005. Concurrent conditions included obesity, psoriasis, weight gain, visual disturbance, depression, meniscus tear of knee (right knee lateral meniscus tear, bucket-handle type, possible medial meniscus tear), back pain, irregular menstrual cycle, hot flashes and hypertension. Concomitant products included drospirenone + ethinylestradiol (yaz) from february 2007 to march 2007 for contraception as well as cefalexin (cephalexin), escitalopram oxalate (lexapro), meloxicam (mobic), metoprolol, paroxetine hydrochloride (paxil) and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In december 2006, 10 years 4 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In december 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced urticaria ("hives"). On (B)(6) 2009, the patient experienced fatigue ("fatigue "). In 2013, the patient experienced hypertension ("hypertension"). In 2014, the patient experienced nausea ("nausea"), cholecystectomy ("cholecystectomy"), impaired gastric emptying ("gastroparesis"), gastrooesophageal reflux disease ("gastroesophageal reflux disease") and diverticulum ("diverticulosis"). In 2014, the patient underwent nausea ("nausea"), cholecystectomy ("cholecystectomy"), impaired gastric emptying ("gastroparesis"), gastrooesophageal reflux disease ("gastroesophageal reflux disease") and diverticulum ("diverticulosis"). On (B)(6) 2017, the patient experienced dysuria ("dysuria"). On (B)(6) 2017, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal area pain"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), adenomyosis ("adenomyosis") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bi lateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the menstrual disorder, menorrhagia, vaginal haemorrhage, urticaria, urinary tract infection, depression, anxiety, migraine, headache, hypertension, nausea, vaginal discharge, cholecystectomy, impaired gastric emptying, gastrooesophageal reflux disease, diverticulum, adenomyosis, uterine leiomyoma, back pain, fatigue and dysuria outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, back pain, cholecystectomy, depression, diverticulum, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrooesophageal reflux disease, headache, hypertension, impaired gastric emptying, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2017, she reported of feeling, not being able to fully empty bladder. Really tried all the time, night sweats, and dull/stabbing pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; in may 2007: essure device was successfully occluded ultrasound scan vagina - on (B)(6) 2007: total bilateral occlusion on (B)(6) 2010, CT scan of the abdomen and pelvis revealed abdomen: probable mid hepatic steatosis. No focal liver lesions. Spleen normal in size. No adrenal masses. No retroperitoneal adenopathy. Normal appendix. A few small mesenteric lymph nodes not felt to be significant. Small probable cysts right kidney. Ole lesion seen in the medial aspect of the right kidney is too small definitely characterize. This measures 6 mm in size. Small solid renal mass rot excluded. No evidence of obstruction the kidneys. Loops of bowel all non dilated without evidence of obstruction. Pelvis: no free fluid in the pelvis. Bladder grossly remarkable. The appear to be occluding coils in the fallopian tubes bilaterally. Tiny follicles in the ovaries. Years grossly remarkable. (Current weight: 205 lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming pelvic pain, fibroids, dyspareunia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received- new event fatigue, dysuria, outcome of dyspareunia updated to recovered / resolved. Concomitant medication and condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 36-year-old female patient who had essure (ess205) (batch no. 621670, 810041b) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia and dysmenorrhea. Previously administered products included for to prevent pregnancy: lo loestrin from 2002 to 2005. Concurrent conditions included obesity, psoriasis, weight gain, visual disturbance, depression, meniscus tear of knee (right knee lateral meniscus tear, bucket-handle type, possible medial meniscus tear), back pain, irregular menstrual cycle and hot flashes. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2007 to (B)(6) 2007 for contraception as well as meloxicam (mobic) and paroxetine hydrochloride (paxil). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced urticaria ("hives"), depression ("depression") and anxiety ("anxiety"). In 2013, the patient experienced hypertension ("hypertension"). In 2014, the patient experienced nausea ("nausea"), cholecystectomy ("cholecystectomy"), impaired gastric emptying ("gastroparesis"), gastrooesophageal reflux disease ("gastroesophageal reflux disease") and diverticulum ("diverticulosis"). In 2014, the patient underwent nausea ("nausea"), cholecystectomy ("cholecystectomy"), impaired gastric emptying ("gastroparesis"), gastrooesophageal reflux disease ("gastroesophageal reflux disease") and diverticulum ("diverticulosis"). On (B)(6) 2017, 10 years 4 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal area pain"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), adenomyosis ("adenomyosis") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bi lateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved, the menstrual disorder, menorrhagia, vaginal haemorrhage, urticaria, urinary tract infection, depression, anxiety, migraine, headache, hypertension, nausea, vaginal discharge, cholecystectomy, impaired gastric emptying, gastrooesophageal reflux disease, diverticulum, adenomyosis, uterine leiomyoma and back pain outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, adenomyosis, anxiety, back pain, cholecystectomy, depression, diverticulum, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, headache, hypertension, impaired gastric emptying, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2017, she reported of feeling, not being able to fully empty bladder. Really tried all the time, night sweats, and dull/stabbing pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; in (B)(6) 2007: essure device was successfully occluded ultrasound scan vagina - on (B)(6) 2007: total bilateral occlusion on (B)(6) 2010, CT scan of the abdomen and pelvis revealed abdomen: probable mid hepatic steatosis. No focal liver lesions. Spleen normal in size. No adrenal masses. No retroperitoneal adenopathy. Normal appendix. A few small mesenteric lymph nodes not felt to be significant. Small probable cysts right kidney. Ole lesion seen in the medial aspect of the right kidney is too small definitely characterize. This measures 6 mm in size. Small solid renal mass rot excluded. No evidence of obstruction the kidneys. Loops of bowel all non dilated without evidence of obstruction. Pelvis: no free fluid in the pelvis. Bladder grossly remarkable. The appear to be occluding coils in the fallopian tubes bilaterally. Tiny follicles in the ovaries. Years grossly remarkable. (Current weight: 205 lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming pelvic pain, fibroids, dyspareunia and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: the events lower back pain and abdominal pain were added. The plaintiff had recovered from pelvic pain shortly after essure removal. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area pain') in a 26-year-old female patient who had essure (ess205) (batch no. 621670, 810041b-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, depression, gerd, irritable bowel syndrome, ovarian pain, hot flashes, urinary incontinence, uterine fibroid, ovarian cyst, kidney stone and renal cyst nos. Previously administered products included for to prevent pregnancy: lo loestrin from 2002 to 2005. Concurrent conditions included obesity, psoriasis, weight gain, visual disturbance, depression, meniscus tear of knee (right knee lateral meniscus tear, bucket-handle type, possible medial meniscus tear), back pain, irregular menstrual cycle, hot flashes and hypertension. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2007 for contraception as well as aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), amoxicillin trihydrate;clarithromycin;esomeprazole magnesium (nexium hp), cefalexin (cephalexin), escitalopram oxalate (lexapro), meloxicam (mobic), metoprolol, tramadol and venlafaxine. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"), 10 years 4 months after insertion of essure (ess205). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced depression ("depression/psychological or psychiatric problems condition: anxiety, depression") and anxiety ("anxiety/psychological or psychiatric problems condition: anxiety/mental anguish"). On (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In 2008, the patient experienced urticaria ("hives"). On (B)(6) 2009, the patient experienced fatigue ("fatigue "). In 2013, the patient experienced hypertension ("hypertension"). In 2014, the patient experienced nausea ("nausea"), impaired gastric emptying ("gastroparesis/ stomach issues"), gastrooesophageal reflux disease ("gastroesophageal reflux disease") and diverticulum ("diverticulosis") and underwent cholecystectomy ("cholecystectomy"). In 2015, the patient experienced hot flush ("hot flashes/hormonal changes: hot flush"), mood swings ("mood swing/hormonal chages describe: mood swings") and loss of libido ("sex drive/hormonal changes describe: sex drive"). On (B)(6) 2017, the patient experienced dysuria ("dysuria"). On (B)(6) 2017, the patient experienced urinary tract infection ("uti/infection: (bladder/vaginal, urinary tract infection): uti"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal area pain"), dry skin ("dry skin"), alopecia ("fall out"), abdominal pain upper ("stomach pain") and bone disorder ("bones in pelvic area are easily inflammed and pop"). The patient was treated with celecoxib (celexa), piroxicam (paxil), venlafaxine and surgery (laparoscopic assisted vaginal hysterectomy with bi lateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the menstrual disorder, menorrhagia, vaginal haemorrhage, urticaria, urinary tract infection, depression, anxiety, migraine, headache, hypertension, nausea, vaginal discharge, cholecystectomy, impaired gastric emptying, gastrooesophageal reflux disease, diverticulum, adenomyosis, uterine leiomyoma, back pain, fatigue, dysuria, hot flush, mood swings, loss of libido, dry skin, alopecia, abdominal pain upper and bone disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, alopecia, anxiety, back pain, bone disorder, cholecystectomy, depression, diverticulum, dry skin, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrooesophageal reflux disease, headache, hot flush, hypertension, impaired gastric emptying, loss of libido, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2017, she reported of feeling, not being able to fully empty bladder. Really tried all the time, night sweats, and dull/stabbing pain. As per mr: essure procedure in 2007. 6 coils were left on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. The fallopian tubes do not fill with contrast.; in (B)(6) 2007: results: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2010: probable mid hepatic steatosis. No focal liver lesions. Spleen normal in size. No adrenal masses. No retroperitoneal adenopathy. Normal appendix. A few small mesenteric lymph nodes not felt to be significant. Small probable cysts right kidney. Ole lesion seen in the medial aspect of the right kidney is too small definitely characterize. This measures 6 mm in size. Small solid renal mass rot excluded. No evidence of obstruction the kidneys. Loops of bowel all non dilated without evidence of obstruction. Pelvis: no free fluid in the pelvis. Bladder grossly remarkable. The appear to be occluding coils in the fallopian tubes bilaterally. Tiny follicles in the ovaries. Years grossly remarkable. Ultrasound scan vagina - on (B)(6) 2007: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming pelvic pain, fibroids, dyspareunia and dysmenorrhea, abdominal pain, lot number 810041b is not valid. Lot number:621670, manufacture date: 2006-09, expiration date: 2008-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. On 20-apr-2020: social media content received: reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 26-year-old female patient who had essure (ess205) (batch no. 621670, 810041b-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, depression, gerd and irritable bowel syndrome. Previously administered products included for to prevent pregnancy: lo loestrin from 2002 to 2005. Concurrent conditions included obesity, psoriasis, weight gain, visual disturbance, depression, meniscus tear of knee (right knee lateral meniscus tear, bucket-handle type, possible medial meniscus tear), back pain, irregular menstrual cycle, hot flashes and hypertension. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2007 to (B)(6) 2007 for contraception as well as aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), amoxicillin trihydrate;clarithromycin;esomeprazole magnesium (nexium hp), cefalexin (cephalexin), escitalopram oxalate (lexapro), meloxicam (mobic), metoprolol, paroxetine hydrochloride (paxil), tramadol and venlafaxine. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"), 10 years 4 months after insertion of essure (ess205). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced urticaria ("hives"). On (B)(6) 2009, the patient experienced fatigue ("fatigue "). In 2013, the patient experienced hypertension ("hypertension"). In 2014, the patient experienced nausea ("nausea"), impaired gastric emptying ("gastroparesis"), gastrooesophageal reflux disease ("gastroesophageal reflux disease") and diverticulum ("diverticulosis") and underwent cholecystectomy ("cholecystectomy"). On (B)(6) 2017, the patient experienced dysuria ("dysuria"). On (B)(6) 2017, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal area pain"), hot flush ("hot flashes"), mood swings ("mood swing") and loss of libido ("sex drive"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bi lateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the menstrual disorder, menorrhagia, vaginal haemorrhage, urticaria, urinary tract infection, depression, anxiety, migraine, headache, hypertension, nausea, vaginal discharge, cholecystectomy, impaired gastric emptying, gastrooesophageal reflux disease, diverticulum, adenomyosis, uterine leiomyoma, back pain, fatigue, dysuria, hot flush, mood swings and loss of libido outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, back pain, cholecystectomy, depression, diverticulum, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrooesophageal reflux disease, headache, hot flush, hypertension, impaired gastric emptying, loss of libido, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2017, she reported of feeling, not being able to fully empty bladder. Really tried all the time, night sweats, and dull/stabbing pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion; in (B)(6) 2007: results: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2010: probable mid hepatic steatosis. No focal liver lesions. Spleen normal in size. No adrenal masses. No retroperitoneal adenopathy. Normal appendix. A few small mesenteric lymph nodes not felt to be significant. Small probable cysts right kidney. Ole lesion seen in the medial aspect of the right kidney is too small definitely characterize. This measures 6 mm in size. Small solid renal mass rot excluded. No evidence of obstruction the kidneys. Loops of bowel all non dilated without evidence of obstruction. Pelvis: no free fluid in the pelvis. Bladder grossly remarkable. The appear to be occluding coils in the fallopian tubes bilaterally. Tiny follicles in the ovaries. Years grossly remarkable.. Ultrasound scan vagina - on (B)(6) 2007: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming pelvic pain, fibroids, dyspareunia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2018: plaintiff fact sheet received. Hot flashes, sex drive, mood swings were added. Historical drugs, conditions, product, patient & reporter information updated. On 27-nov-2018: plaintiff fact sheet: received. Historical & concomitant drugs conditions were updated. Product, patient & reporter information updated. Fu 06 & 7 processed together incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area pain') in a 26-year-old female patient who had essure (ess205) (batch no. 621670, 810041b-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, depression, gerd, irritable bowel syndrome, ovarian pain, hot flashes, urinary incontinence, uterine fibroid, ovarian cyst, kidney stone and renal cyst nos. Previously administered products included for to prevent pregnancy: lo loestrin from 2002 to 2005. Concurrent conditions included obesity, psoriasis, weight gain, visual disturbance, depression, meniscus tear of knee (right knee lateral meniscus tear, bucket-handle type, possible medial meniscus tear), back pain, irregular menstrual cycle, hot flashes and hypertension. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2007 to (B)(6) 2007 for contraception as well as aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), amoxicillin trihydrate;clarithromycin;esomeprazole magnesium (nexium hp), cefalexin (cephalexin), escitalopram oxalate (lexapro), meloxicam (mobic), metoprolol, tramadol and venlafaxine. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"), 10 years 4 months after insertion of essure (ess205). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced depression ("depression/psychological or psychiatric problems condition: anxiety, depression") and anxiety ("anxiety/psychological or psychiatric problems condition: anxiety/mental anguish"). On (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In 2008, the patient experienced urticaria ("hives"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced hypertension ("hypertension"). In 2014, the patient experienced nausea ("nausea"), impaired gastric emptying ("gastroparesis/ stomach issues"), gastrooesophageal reflux disease ("gastroesophageal reflux disease") and diverticulum ("diverticulosis") and underwent cholecystectomy ("cholecystectomy"). In 2015, the patient experienced hot flush ("hot flashes/hormonal changes: hot flush"), mood swings ("mood swing/hormonal chages describe: mood swings") and loss of libido ("sex drive/hormonal changes describe: sex drive"). On (B)(6) 2017, the patient experienced dysuria ("dysuria"). On (B)(6) 2017, the patient experienced urinary tract infection ("uti/infection: (bladder/vaginal, urinary tract infection): uti"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal area pain"), dry skin ("dry skin"), alopecia ("fall out"), abdominal pain upper ("stomach pain") and bone disorder ("bones in pelvic area are easily inflammed and pop"). The patient was treated with celecoxib (celexa), piroxicam (paxil), venlafaxine and surgery (laparoscopic assisted vaginal hysterectomy with bi lateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge, back pain, abdominal pain and abdominal pain upper had resolved and the menstrual disorder, urticaria, depression, anxiety, migraine, headache, hypertension, nausea, cholecystectomy, impaired gastric emptying, gastrooesophageal reflux disease, diverticulum, adenomyosis, uterine leiomyoma, fatigue, dysuria, hot flush, mood swings, loss of libido, dry skin, alopecia and bone disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, alopecia, anxiety, back pain, bone disorder, cholecystectomy, depression, diverticulum, dry skin, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrooesophageal reflux disease, headache, hot flush, hypertension, impaired gastric emptying, loss of libido, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2017, she reported of feeling, not being able to fully empty bladder. Really tried all the time, night sweats, and dull/stabbing pain. As per mr: essure procedure in 2007. 6 coils were left on both sides. Treatment received for pain, bleeding, bladder/urinary problem diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. The fallopian tubes do not fill with contrast.; in (B)(6) 2007: results: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2010: probable mid hepatic steatosis. No focal liver lesions. Spleen normal in size. No adrenal masses. No retroperitoneal adenopathy. Normal appendix. A few small mesenteric lymph nodes not felt to be significant. Small probable cysts right kidney. Ole lesion seen in the medial aspect of the right kidney is too small definitely characterize. This measures 6 mm in size. Small solid renal mass rot excluded. No evidence of obstruction the kidneys. Loops of bowel all non dilated without evidence of obstruction. Pelvis: no free fluid in the pelvis. Bladder grossly remarkable. The appear to be occluding coils in the fallopian tubes bilaterally. Tiny follicles in the ovaries. Years grossly remarkable.. Ultrasound scan vagina - on (B)(6) 2007: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming pelvic pain, fibroids, dyspareunia and dysmenorrhea, abdominal pain, lot number 810041b is not valid. Lot number:621670, manufacture date: 2006-09, expiration date: 2008-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event :"abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia), uti/infection: (bladder/vaginal, urinary tract infection): uti, vaginal discharge, lower back pain, stomach pain" updated as recovered a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area pain') in a (B)(6) female patient who had essure (ess205) (batch no. 621670, 810041b-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, depression, gerd, irritable bowel syndrome, ovarian pain, hot flashes, urinary incontinence, uterine fibroid, ovarian cyst, kidney stone and renal cyst nos. Previously administered products included for to prevent pregnancy: lo loestrin from 2002 to 2005. Concurrent conditions included obesity, psoriasis, weight gain, visual disturbance, depression, meniscus tear of knee (right knee lateral meniscus tear, bucket-handle type, possible medial meniscus tear), back pain, irregular menstrual cycle, hot flashes and hypertension. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2007 to (B)(6) 2007 for contraception as well as aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), amoxicillin trihydrate;clarithromycin;esomeprazole magnesium (nexium hp), cefalexin (cephalexin), escitalopram oxalate (lexapro), meloxicam (mobic), metoprolol, tramadol and venlafaxine. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"), 10 years 4 months after insertion of essure (ess205). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced depression ("depression/psychological or psychiatric problems condition: anxiety, depression") and anxiety ("anxiety/psychological or psychiatric problems condition: anxiety/mental anguish"). On (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In 2008, the patient experienced urticaria ("hives"). On (B)(6) 2009, the patient experienced fatigue ("fatigue "). In 2013, the patient experienced hypertension ("hypertension"). In 2014, the patient experienced nausea ("nausea"), impaired gastric emptying ("gastroparesis/ stomach issues"), gastrooesophageal reflux disease ("gastroesophageal reflux disease") and diverticulum ("diverticulosis") and underwent cholecystectomy ("cholecystectomy"). In 2015, the patient experienced hot flush ("hot flashes/hormonal changes: hot flush"), mood swings ("mood swing/hormonal chages describe: mood swings") and loss of libido ("sex drive/hormonal changes describe: sex drive"). On (B)(6) 2017, the patient experienced dysuria ("dysuria"). On (B)(6) 2017, the patient experienced urinary tract infection ("uti/infection: (bladder/vaginal, urinary tract infection): uti"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal area pain"), dry skin ("dry skin"), alopecia ("fall out"), abdominal pain upper ("stomach pain") and bone disorder ("bones in pelvic area are easily inflammed and pop"). The patient was treated with celecoxib (celexa), piroxicam (paxil), venlafaxine and surgery (laparoscopic assisted vaginal hysterectomy with bi lateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the menstrual disorder, menorrhagia, vaginal haemorrhage, urticaria, urinary tract infection, depression, anxiety, migraine, headache, hypertension, nausea, vaginal discharge, cholecystectomy, impaired gastric emptying, gastrooesophageal reflux disease, diverticulum, adenomyosis, uterine leiomyoma, back pain, fatigue, dysuria, hot flush, mood swings, loss of libido, dry skin, alopecia, abdominal pain upper and bone disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, alopecia, anxiety, back pain, bone disorder, cholecystectomy, depression, diverticulum, dry skin, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrooesophageal reflux disease, headache, hot flush, hypertension, impaired gastric emptying, loss of libido, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2017, she reported of feeling, not being able to fully empty bladder. Really tried all the time, night sweats, and dull/stabbing pain. As per mr: essure procedure in 2007. 6 coils were left on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. The fallopian tubes do not fill with contrast.; in (B)(6) 2007: results: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2010: probable mid hepatic steatosis. No focal liver lesions. Spleen normal in size. No adrenal masses. No retroperitoneal adenopathy. Normal appendix. A few small mesenteric lymph nodes not felt to be significant. Small probable cysts right kidney. Ole lesion seen in the medial aspect of the right kidney is too small definitely characterize. This measures 6 mm in size. Small solid renal mass rot excluded. No evidence of obstruction the kidneys. Loops of bowel all non dilated without evidence of obstruction. Pelvis: no free fluid in the pelvis. Bladder grossly remarkable. The appear to be occluding coils in the fallopian tubes bilaterally. Tiny follicles in the ovaries. Years grossly remarkable.. Ultrasound scan vagina - on (B)(6) 2007: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming pelvic pain, fibroids, dyspareunia and dysmenorrhea, abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reporter added. New event hair fall, dry skin, bones in pelvic area are easily inflammed and pop, stomach pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 36-year-old female patient who had essure (ess205) (batch no. 621670, 810041b) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia and dysmenorrhea. Previously administered products included for to prevent pregnancy: lo loestrin from 2002 to 2005. Concurrent conditions included overweight, psoriasis, weight gain, visual disturbance, depression, meniscus tear of knee (right knee lateral meniscus tear, bucket-handle type, possible medial meniscus tear), back pain, irregular menstruation and hot flashes. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2007 to (B)(6) 2007 for contraception as well as meloxicam (mobic) and paroxetine hydrochloride (paxil). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced urticaria ("hives"), depression ("depression") and anxiety ("anxiety"). In 2013, the patient experienced hypertension ("hypertension"). In 2014, the patient experienced nausea ("nausea"), cholecystectomy ("cholecystectomy"), impaired gastric emptying ("gastroparesis"), gastrooesophageal reflux disease ("gastroesophageal reflux disease") and diverticulum ("diverticulosis"). In 2014, the patient underwent nausea ("nausea"), cholecystectomy ("cholecystectomy"), impaired gastric emptying ("gastroparesis"), gastrooesophageal reflux disease ("gastroesophageal reflux disease") and diverticulum ("diverticulosis"). On an unknown date, 10 years 1 month after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), adenomyosis ("adenomyosis") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bi lateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, menorrhagia, vaginal haemorrhage, urticaria, urinary tract infection, depression, anxiety, migraine, headache, hypertension, nausea, vaginal discharge, cholecystectomy, impaired gastric emptying, gastrooesophageal reflux disease, diverticulum, adenomyosis and uterine leiomyoma outcome was unknown, the dysmenorrhoea had resolved and the dyspareunia was resolving. The reporter considered adenomyosis, anxiety, cholecystectomy, depression, diverticulum, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, headache, hypertension, impaired gastric emptying, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2017, she reported of feeling, not being able to fully empty bladder. Really tried all the time, night sweats, and dull/stabbing pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram on (B)(6) 2007: total bilateral occlusion; in (B)(6) 2007: essure device was successfully occluded ultrasound scan vagina on (B)(6) 2007: total bilateral occlusion on (B)(6) 2010, CT scan of the abdomen and pelvis revealed abdomen: probable mid hepatic steatosis. No focal liver lesions. Spleen normal in size. No adrenal masses. No retroperitoneal adenopathy. Normal appendix. A few small mesenteric lymph nodes not felt to be significant. Small probable cysts right kidney. Ole lesion seen in the medial aspect of the right kidney is too small definitely characterize. This measures 6 mm in size. Small solid renal mass rot excluded. No evidence of obstruction the kidneys. Loops of bowel all non dilated without evidence of obstruction. Pelvis: no free fluid in the pelvis. Bladder grossly remarkable. The appear to be occluding coils in the fallopian tubes bilaterally. Tiny follicles in the ovaries. Years grossly remarkable. (Current weight: 205 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming pelvic pain, fibroids, dyspareunia and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the reporter information was updated. This case concerns 36 year old patient. Lab data was added. Her historical and concurrent conditions were added. Essure implantation and explantation date was added. Essure lot numbers were added. Her concomitant medications were added. Events: abnormal bleeding (vaginal, menorrhagia), hives, uti, depression, anxiety, migraines, headaches, hypertension, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, cholecystectomy, gastroparesis, gastroesophageal reflux disease, diverticulosis, adenomyosis and fibroids were added. A month after removal of essure she had no more cramping and lower pain during intercourse. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (hysterectomy ). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: essure device was successfully occluded. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.